Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 350 mg/dl. A school nurse assisted the customer with resuming insulin delivery via the pump. A correction bolus was delivered to address the bg level. Tandem technical support had the contact perform a system check and the contact stated that it did not appear as much insulin exited the tubing as expected. The contact indicated that the supplies on the pump would be changed.